Event description:
It was reported that the patient had not received pain relief from the device system. The patient stated that she had 4 failed back surgeries and hip surgery and had not been out of pain since. The patient¿s pump was refilled on (B)(6) 2012 at which time the dose was increased; however, the patient was still in pain and needed the dose increased again and would need the dose increased until the right dose was reached. The patient was seeking a closer healthcare provider (hcp) to refill the pump as her current hcp was too far away. It was later reported that the patient had not felt any relief after seven months of having the pump implanted, even when the dose was increased. The patient¿s neurosurgeon that performed the implant informed the patient that he would have to relocate the pump because ¿it pops out, rolls around, flips over ¿ it does all kind of tricks for you.¿ the patient stated that during a refill one month prior to the report her pain management doctor had to have someone help flip the pump back over in order to perform telemetry and fill the pump. The doctor had the patient under x-ray during the refill and kept hitting metal. After the pump was flipped back over it was successfully filled. The pump movement began four to five months prior to the report. A CT scan was performed and the neurosurgeon was to work with a plastic surgeon to have a layer of fat removed and the pump relocated. The patient indicated that it could have been the morphine that did not work for her and she was to ask the doctor to change medications when the pump is relocated.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).